Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot#: (B)(6) serial#; implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(6), ubd: 19-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare professional via the rep: the device and lead were explanted due to infection at the ins site.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va27fkv, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported a physician contacted the field team stating that a patient was implanted and was not feeling stimulation like they were during the trial, was reprogrammed but was not having as good of results. Patient stated he did not fall or have any kind of trauma that would cause alarm of movement of lead. It was requested another hcp give a second opinion. The second physician sent patient for an x-ray and found it looked the lead was pulled out of the foramen considerably and that they would like to take patient to the operating room for exploration of the lead and ipg site on (B)(6) 2020.